Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor module was replaced, and the unit was returned to service. Customer contact reports there is no patient information available.

Event description:
The hospital reported a large leak in volume control ventilation mode during a case. There was no report of patient injury.